Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). The actual device was not available; however, two retained samples were evaluated. Visual inspection on the retention samples did not identify any abnormalities that could have contributed to the reported condition. All junctions underwent a push-pull test, and no disconnections were noted. The two retention samples were submitted to an air passage test and an underwater leak test, and no leak were identified. Both samples were submitted to a traction test (to failure), and it was confirmed that both samples withstood the minimum required force. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic y type tur set was leaking. The leak was described as, ¿when using the device, the punch part was easily untied, it does not come compact. Therefore, when the liquid was passed, it comes out from punch and the liquid spills. The leak was detected during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.